Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture management increased the atrial outputs causing the longevity on the implantable pulse generator (ipg) to decrease. Capture management was then turned off and outputs were reprogrammed but there was not an improvement in battery longevity. The battery estimate remained lower than expected. The device remains in use. No patient complications have been reported as a result of this event.